Manufacturer narrative:
Pt weight: unk. (B)(4). Device evaluated by manufacturer? No. The lens was not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: device history record review. Results: based on the investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause identified. As stated by the reporting facility, there was no issue with the lens or the injection system. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.1mm micl12.1 implantable collamer lens but the lens flipped and went into the patient's eye upside down. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted with no problem. The reporter stated they felt there was no problem with the lens or injection system.

Manufacturer narrative:
Per medical review - this complaint file states that the lens "flipped and entered the eye upside down". There is no information to determine if there was a malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine if misplacement of the lens was due to improper lens loading or surgeon handling either. Based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).